Event description:
It was reported that a home patient (hp) experienced a re-use of single-use supplies on the homechoice (hc) device, during drain 4 of 6. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp had used three drain line extensions and had not changed them out as required. The technical service representative (tsr) explained to the hp that they should not re-use drain line extensions and that they had exceeded the amount of drain line extensions. The tsr reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.